Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the dso sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted., corrected data: h6: health effects.

Manufacturer narrative:
UDI is unknown; no further information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had its functions blocked, interrupting the patient's chemotherapy infusion. Error displayed 'no reservoir'. No patient injury reported.